Event description:
Four discordant advia centaur troponin ultra results were obtained on patient samples. The results were obtained on patient samples. The results were released to the physician(s). Upon retest on an another system the corrected results were released. Three patients were transferred to another hospital and one patient was admitted to intensive care unit. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 straw, which was broken. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.